Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found insulation abrasion breaching the ring electrode cable lumen at 81.2cm to 81.8cm from the connector pin.